Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified volume or normal saline, at an unspecified rate, via a symbiq pump. At an unspecified date, a secondary tubing set was primed and the option-lok male adapter of the secondary tubing set was connected to the distal clave y-site of the primary tubing set for a piggyback delivery of an unspecified concentration of septra. It was reported that the primary solution container was lowered below the secondary solution container. It was reported that "at the end of the piggyback flush", the nurse noted that "the secondary bag was still full." It was reported that the nurse noted the secondary tubing set "didn't pull and that the pt received fluid from the primary bag." It was reported that the nurse clamped the tubing on the primary tubing set and "re-ran the secondary in order to get the pt the antibiotic." There were no reported adverse pt effects and no reported delay of critical therapy for this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.